Event description:
It was reported that during a gastric procedure the device malfunctioned, it does not close correctly, therefore does not allow functioning or cutting. No serious consequences for the patient, test before use.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch #575c90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up with staples protruding and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. However, the staple line at the distal end showed that 3 staples were malformed. The device opened and closed as expected. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, ensure that the cartridge/reload fork and the anvil fork are aligned. Close the alignment/locking lever completely when the tissue is properly in place. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c90, and no non-conformances were identified. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.